Manufacturer narrative:
The reported event of infection was not confirmed. Analysis was normal. No anomalies were found. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-12239; related manufacturer reference number: 2017865-2021-12240. It was reported that the patient had an unspecified infection. The pacemaker system was explanted. The patient condition was unknown.